Manufacturer narrative:
Concomitant medical products: dvab1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined superior vena cava (svc) coil impedance. The lead was capped and not replaced due to patient anatomy. No patient complications have been reported as a result of this event.